Manufacturer narrative:
Trackwise ID (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) seal was not fixed due to defective product. After removing delivery tube, the seal was failed to load properly. The surgery was successfully completed using the same new product. There was no abnormality in the patient's condition.

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factor for evaluation on 10/11/2022. A photograph was provided by the account. A photographic inspection was conducted. The aortic cutter, delivery device, and seal and tension spring assembly were visible in the photograph signs of clinical use and evidence of blood were observed on the devices. The aortic cutter was observed to be deployed with no visual defects. The needle is not visible in the photograph. The white plunger of the delivery device was observed to be depressed. The blue safety lock was not visible in the photograph. The seal and tension assembly was observed outside the delivery device with the blue suture cut from both ends of the seal. The seal was observed to be separate from the tension spring assembly and in a partially unraveled state. An investigation was conducted on 10/25/2022. Signs of clinical use and evidence of blood were observed on the devices. The aortic cutter was observed to be deployed with no visual defects. The white plunger of the delivery device was observed to be depressed and the blue safety lock was off. Blood was observed inside the delivery device, indicating an attempt was made to introduce the seal into the aorta. The seal and tension assembly was returned outside the delivery device with the blue suture cut from both ends of the seal. The seal was returned separately from the tension spring assembly and in a partially unraveled state. No measurements were taken due to the presence of blood inside the delivery tube. Based on the returned condition of the device, the reported failure "fitting problem" was not confirmed. The lot # 3000239160 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.